Event description:
Bilateral everest set screw back-out. Patient has been revised.

Manufacturer narrative:
The manufacturing records were reviewed and no discrepancies were found- the materials were within specification and the implants were manufactured to specification. The implants were visually and microscopically inspected; the lack of abrasions on the rod contact surfaces on the subject set screws and on the rods indicate that the entire surface of the set screw was not making full contact with the rod when they were fully tightened. This type of situation is not ideal and may have contributed to the set screw back-out.